Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7084168.

Event description:
It was reported that the patient experienced a blood clot shortly after their spinal cord stimulation (scs) implant procedure. Therefore, the patient immediately underwent an explant procedure of their scs system. The explanted devices will not be returned as they were discarded by the medical facility. There were no reported patient complications postoperatively and the patient is recovering.